Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited far field oversensing. There were inappropriate mode switches due to the oversensing. This crt-d remains in service. No adverse patient effects were reported.